Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Height: unknown. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "during a c-section, the thread broke. The suture was removed and the patient was stitched again. After three days in the hospital (it was verified that this is the normal stay for c-section), the patient recovered and was discharged. No further injury was reported.